Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had called regarding MRI compatibility and stated they had regrets of having the system implanted because it prevented them from having mris and it hadn't been helping them that much. The patient stated the therapy had been off for the last year and a half. Patient services asked the patient if it had never really helped the patient since they were implanted or if it was a recent development and the patient only replied they thought it was psychological more than anything else and that their only issue had been because of their muscles having been stretched from having children and they would have leaks when they did activities like exercising. The patient stated their sphincter muscle was 'shot.' The patient stated they were considering removal so they could have MRI scans. Patient services redirected the patient back to their managing health care provider (hcp). The patient stated they hadn't seen their hcp in a long time so they requested physician listings. The patient may reach out to their previous hcp or reach out to an hcp on the listing to discuss next steps for the implanted system. No further complications were reported at this time.